Manufacturer narrative:
Replacing the power switch fixed the rebooting issue.

Event description:
During depot repair, it was noted that unit restarts due to power switch issue. There was no reported patient involvement.